Event description:
Initial info rec'd from a physician on (B)(6) 2011: it was reported that a pt, who rec'd poly-l-lactic acid (sculptra aesthetic, lot# unk and exp date unk) on an unk date for unk indication developed a drop in his/ her brow post injection. No concomitant medications or medical history reported. No further info reported. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: this case lacks sufficient info to make a thorough medical assessment. Add'l info is needed including the pt's medical history, details of concomitant medications (including whether or not an anesthetic and/or epinephrine was given), treatment details (including reconstitution technique, dosage rec'd, location of injection (s), chronological details of the event (time from poly-l-lactic acid administration until onset of event), diagnostic exam findings (including if an underlying nodule is present, complete neurologic exam findings, laboratory test results, etc.), details of corrective treatment provided, final outcome, and a health professional's causality assessment.